Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported via device tracking "left side removal is noted as ¿rupture.¿ additional report of left lymph nodes contain silicone snow storm effect. Device explanted.